Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Pacing impedance was steady at 500 ohms through the week of (B)(6) 2016, then begins to vary with out of range measurements (> 3000 ohms) starting the week of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacemaker setscrew issue was causing high impedance, non-capture, noise and possible crosstalk on the right ventricular (rv) lead. Testing results were normal through the analyzer and again when reconnected to the pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.